Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a collagen positioning issue. The exact root cause was unable to be determined. The likely cause was determined to have been collagen exposure above the skin surface due to patient characteristics. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device was used after the procedure and hemostasis was achieved without issues. One week later, the patient was checked and found that the collagen was visible about 1 to 2 mm from the puncture site. There were no issues with the use of the device. The patient characteristics: thin type. Treatment taken after the incident and current status: under the direction of the plastic surgeon, the 1 to 2mm collagen that was visible was removed, and the puncture site was stitched with one stitch. The patient was currently not infected, and the condition was stable. The patient was kept on bed rest for a few days for follow-up. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.